Event description:
It was reported that the patient's device was suspected for malfunction, as there were long atrioventricular delays observed. In addition, the right ventricular (rv) lead was suspect, although no specific details could be obtained through follow-up with the clinic. The rv lead was capped and replaced. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).